Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces and resulted in centrifugal contents escaping the veterinary unit.

Manufacturer narrative:
Distributor reported that the rotor was broken into pieces on their customer's statspin vt unit; pieces came out of the centrifuge; and a small piece of the rotor struck an operator, but the operator did not seek medical intervention as a result of this event and was not hurt. According to the distributor, its customer elected not to return the unit for further evaluation.